Event description:
The user facility reported that after placing an impella 5.5 via sternotomy with direct approach on a 86 year old female patient, around 30 to 40 minutes after the insertion of impella, flows began to drop. Blood products were being administered during this interim period to address the existing volume deficit. However, flows did not improve and progressively got worse. Anesthesia was asked to reassess the position of pump. Anesthesia conveyed concerned that the impella was only measuring 4.86cm below the aortic annulus and believed based on the assessment of the transesophageal echo (tee) that the impella catheter was too shallow. It was reported that the catheter appeared deep despite measurement due to the patient¿s small lv. Anesthesia disagreed and made the recommendation to md to advance the impella catheter 1-2cm to see if flows would improve. Md advanced impella catheter 2cm and pt's hemodynamics began to deteriorate rapidly. Impella flows became significantly worse, and motor current became less pulsatile with complete separation in placement signal waveform and lv signal waveform. Recommendation was made to anesthesia to reassess the position and overall contractility of the heart following advancement of catheter. It was noted on tee that the patient had an acute pericardial effusion. Bleeding in the chest noted. An incomplete perforation of the left ventricle (lv) was noted. The impella was pulled back 3.5cm, and the perforation was repaired. Surgeon noted that the patient's tissue was extremely friable in area of perforation due to an lad infarct. The patient survived the procedure.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: the instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Manufacturer narrative:
The investigation of low pump flow, positioning issues, and ventricle perforation has been completed. The impella device was not returned for evaluation. Low pump flow: the pump was not returned. Data log review showed suction events and low flow occurring prior to noted device repositioning that did not occur for the remainder of the case. The cause of the low pump flow was most likely improper positioning of the device due to the low flow and suction events occurring prior to repositioning of the device when additional volume give was noted to not resolve the issue and no low flows occurred for the remained of the case. Positioning issues: the cause of the positioning issue was most likely use related due to the pump being inserted too deep into the left ventricle (lv) after initial implant. Ventricle perforation: after pump was pushed deeper then 4.86cm by an additional 1-2cm, it was noted on tee that the patient had an acute pericardial effusion. Bleeding in the chest noted. An incomplete perforation of the lv was noted. Patient had existing friable tissue condition. The root cause of the ventricle perforation issue was most likely patient condition related as patient had existing friable tissue and impella positioning deep led to vessel perforation later per clinical review.